Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had an audio issue and a pump error. The customer's blood glucose level was unknown. The customer reported that the audio of her pump was not working she only received vibration when alerted no sounds at all. The customer reported that the insulin pump had a hardware low level failure error. The customer reported that the insulin pump failed the self test. The insulin pump will not be returned for analysis.